Manufacturer narrative:
(B)(4). The date of the complaint event is unknown. If additional information is received from the customer then a follow up report will be submitted. (B)(4).the service technician replaced the hybrid board to correct the electrolyte leak.

Event description:
The customer reported that the ventilator is alarming "hardware fault" 18 minutes after powering on the ventilator. While in service, a visual inspection revealed component c814 of the hybrid board leaked electrolyte onto the adjacent circuitry. Leaked electrolyte was confined to hybrid board circuitry. This reportable event was found in service, therefore there was no patient involvement/harm.